Event description:
It was reported that this programmer touch screen stopped responding. Boston scientific technical services (ts) advised troubleshooting. Subsequently, the programmer was rebooted and displayed an error code. The programmer was rebooted again, and error code cleared. The programmer will be returned due to frozen screen that was not resolved. There was no patient involvement reported.

Manufacturer narrative:
Correction to h2 for device evaluation + correction, and h3 to yes for device evaluated by manufacturer, device coding from instrument to integrated programmer. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; fault codes had been recorded. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during testing. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that this programmer touch screen stopped responding. Boston scientific technical services (ts) advised troubleshooting. Subsequently, the programmer was rebooted and displayed an error code. The programmer was rebooted again, and error code cleared. The programmer will be returned due to frozen screen that was not resolved. There was no patient involvement reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; fault codes had been recorded. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during testing. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.